Event description:
An overseas radiologist alleged that in performing a static acquisition using the pinhole collimeter, that an artifact appeared outside of the thyroid image. When the patient was re-examined no artifact or abnormality was founc. An investigation determined that the likely cause of the artifact was due to tc-99m being leaked during the injection for the previous examination. Strong gamma radiation from the leaked tc-99m penetrated a thin area in the lead of the pinhole collimator. This is believed to have resulted in the alleged artifact.